Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was displaying a "system computer due for servicing" message. The pumps were also not running. Once the user disconnected the ccm from the unit, the pumps started running. The surgical procedure was completed successfully. No other details regarding the nature of this event were provided.